Event description:
According to the reporter: the pt experienced dehiscence of the suture during surgery. The problem was identified while he was carried through the dressing.

Manufacturer narrative:
(B)(4)